Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that they are in a lot of pain and they need help to reset their stimulator. Pt said the issue started about a week ago. Pt mentioned their tech got transferred to a different state. Agent had difficulty understanding the patient. Pt stated 'its flipped somehow, something is moved' and not matter how high they turn it up its not feeling with the area that needs it, 'its flipped' down to their upper leg rather than their lower back. Pt also mentioned they already tried different groups, they have 3 groups, first one that they used at night and its low, then they have the 2 that they used during the day that is around 5.5 and the other is about 6. Pt said they still got the stimulation on 6 during the call and they are lying down and getting 'summerly'. Pt said they have to do an assignment today that's going to require them to be up on their feet for about 4 hours and said they are not sure if they are going to make it. Agent tried to provide the nas phone number and redirected pt to their hcp to set up an appointment with but pt wanted to speak with the local rep.